Event description:
It was reported that the pt suffered a shocking or jolting sensation after getting off an elevator. The symptoms included dizziness and pain in the arm and shoulder. The symptoms had subsided. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).